Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon burst.

Event description:
It was reported that the balloon burst.

Manufacturer narrative:
The reported event was confirmed. There was a large rip found in the evacuator. The tear measured .742 inches longitudinally and .990 inches latterly. A potential root cause could be "dimensions of bladder are not to specification". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "10. To avoid the possibility of drain damage or breakage, please follow these steps: a. Avoid suturing through drains. B. Drains should lie flat and in line with the skin exit areas. C. Particular care should be taken to avoid any obstacles to the drain exit path. D. Drains should be checked for free motion during closure to minimize the possibility of breakage. E. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments as these could cause cuts or nicks and lead to subsequent structural failure of the drain. F. Surgical removal may be necessary if drain is difficult to remove or breaks. 11. This is a single use device. Do not reuse. 12. Do not re-sterilize. Note: when using trocar with drain, care should be taken as the sharp and pointed edge of trocar could result in serious injury. After removal of trocar from the drain, please dispose it as per the hospital protocol in the appropriate biohazard/sharps container."